Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported that the 1st year they had the ins, it was working perfectly, but after that they went back to their healthcare provider's (hcp) office and met with the manufacturer representative (rep) and added some programs, which was working for 2 weeks, they then saw the maximum settings error, then it stopped working. The patient then went to the hcp office to have the device reprogrammed multiple times in the span of 2 years, and they kept on seeing the "maximum settings" error. The patient could not use any of the programs without encountering the error message and was now having a return of symptoms. The patient stated that they go to the bathroom at midnight, morning, every time because their bladder is not empty, and that they had to run to pee, and 5 mins later they need to go back. Now, they were told by the hcp and the manufacturer rep that they would need to have the ins replaced, because there was an issue with the ins, and that the "external device does not have a connection to the internal device". The agent had the patient connect to the ins and the patient still saw the "maximum settings" error again, and even tried to change programs but the issue persisted. The issue was not resolved by troubleshooting. The patient wanted to find somebody to pay for their 2nd surgery, because they said that they didn't have any falls or accidents that could damage the device, and was just told by the hcp that it really happens sometimes that the ins does not work. Patient also stated that they are willing get a lawyer if needed. Agent documented reported events, and emailed patient relations.

Event description:
Additional information was received from the patient. The patient reported that they would have a surgery tomorrow to replace the ins. The agent recommended the patient talk to their healthcare provider (hcp) about this and request to have the ins checked to determine if something was wrong with the ins. The agent said they would be contacted if a reimbursement was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-22 additional information was received from the patient. The patient called back and repeated that their previous ins was defective. The patient mentioned that they did not fall so they weren't sure why the previous ins was defective. The patient stated that the previous ins was explanted and replaced with a new ins. The patient has no concerns with the new ins but they wanted to know if the previous ins had been returned for analysis. The agent reviewed that the manufacturer had not yet received the previous ins and redirected the patient to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.